Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009), tubal ligation, meconium stain (needed sucking to breath), hepatitis c, hepatic disease, chlamydial infection, acid reflux (oesophageal), rheumatoid arthritis, cervical dysplasia, urge incontinence, cystitis interstitial, chronic lumbago and esophageal ulcer. Concurrent conditions included allergic reaction to analgesics (with second child), chronic bronchitis, back muscle spasms, cystitis interstitial and microscopic hematuria. Concomitant products included cetirizine hydrochloride (cetirizin) since 2017, cyclobenzaprine from 2014 to 2017, ibuprofen since 2011, imipramine from 2014 to 2017, medroxyprogesterone (depo provera), meloxicam since 2011, montelukast since (B)(6) 2017 and vicodin (hydrocodone w/acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss"). In (B)(6) 2010, the patient experienced hormone level abnormal ("hormonal changes"). In 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nerve injury ("nerve damage"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis") and fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). In 2015, the patient experienced allergy to metals ("nickel allergy"), urge incontinence ("urge incontinence") and nocturia ("nocturia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), skin disorder ("rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight gain / loss"), haematuria ("large amount of blood in her urine"), mood swings ("mood swing"), tooth loss ("tooth loss"), toothache ("tooth pain"), abdominal pain lower ("pain lower abdomen") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, haematuria and fibromyalgia had not resolved and the mood swings, tooth loss, toothache, abdominal pain lower, groin pain, urge incontinence, nocturia and nerve injury outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, groin pain, haematuria, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, nerve injury, nervous system disorder, nocturia, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, tooth loss, toothache, urge incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had nondilation for first delivery, two pounds of fluid in her, born with meconium and needed sucking to breath. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of (B)(6) 2018: 148 lbs. Approximate weight at the time of essure placement: 123 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital injury ("fallopian tubes were damaged") in an adult female patient who had essure (batch no. 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009), tubal ligation, meconium stain (needed sucking to breath), hepatitis c, hepatic disease, chlamydial infection, acid reflux (oesophageal), rheumatoid arthritis, cervical dysplasia, urge incontinence, cystitis interstitial, chronic lumbago, esophageal ulcer, spinal cord injury and spinal disorder. Concurrent conditions included allergic reaction to analgesics (with second child), chronic bronchitis, back muscle spasms, cystitis interstitial and microscopic hematuria. Concomitant products included cetirizine hydrochloride (cetirizin) since 2017, cyclobenzaprine from 2014 to 2017, ibuprofen since 2011, imipramine from 2014 to 2017, medroxyprogesterone (depo provera), meloxicam since 2011, montelukast since february 2017 and vicodin (hydrocodone w/acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss"). In (B)(6) 2010, the patient experienced hormone level abnormal ("hormonal changes") and mood swings ("mood swing"). In 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), nerve injury ("nerve damage") and urticaria ("allergic or hypersensitivity reaction type / rashes or skin conditions type: hives"). In september 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), urge incontinence ("urge incontinence"), nocturia ("nocturia") and cystitis interstitial ("interstitis cystitis"). On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), skin disorder ("rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems / several problem"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain / loss"), haematuria ("large amount of blood in her urine"), tooth loss ("tooth loss"), toothache ("tooth pain"), abdominal pain lower ("pain lower abdomen") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, haematuria and fibromyalgia had not resolved and the genital injury, mood swings, tooth loss, toothache, abdominal pain lower, groin pain, urge incontinence, nocturia, nerve injury and urticaria outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital injury, groin pain, haematuria, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, nerve injury, nervous system disorder, nocturia, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, tooth loss, toothache, urge incontinence, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had nondilation for first delivery, two pounds of fluid in her, born with meconium and needed sucking to breath. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of 27-feb-2018: 148 lbs. Approximate weight at the time of essure placement: 123 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: update of quality-safety evaluation of ptc( FDA codes update). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664658,664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009), tubal ligation, meconium stain (needed sucking to breath), hepatitis c, hepatic disease, chlamydial infection, acid reflux (oesophageal), rheumatoid arthritis, cervical dysplasia, urge incontinence, cystitis interstitial, chronic lumbago and esophageal ulcer. Concurrent conditions included allergic reaction to analgesics (with second child) and chronic bronchitis. Concomitant products included cetirizine hydrochloride (cetirizin) since 2017, cyclobenzaprine from 2014 to 2017, ibuprofen since 2011, imipramine from 2014 to 2017, medroxyprogesterone (depo provera), meloxicam since 2011, montelukast since february 2017 and vicodin (hydrocodone w/acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). In march 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss"). In june 2010, the patient experienced hormone level abnormal ("hormonal changes"). In 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches") and nerve injury ("nerve damage"). In september 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis") and fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). In 2015, the patient experienced allergy to metals ("nickel allergy"), urge incontinence ("urge incontinence") and nocturia ("nocturia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), skin disorder ("rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight decreased ("weight gain / loss"), haematuria ("large amount of blood in her urine"), mood swings ("mood swing"), tooth loss ("tooth loss"), toothache ("tooth pain"), abdominal pain lower ("pain lower abdomen") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, haematuria and fibromyalgia had not resolved and the mood swings, tooth loss, toothache, abdominal pain lower, groin pain, urge incontinence, nocturia and nerve injury outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, groin pain, haematuria, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, nerve injury, nervous system disorder, nocturia, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, tooth loss, toothache, urge incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had nondilation for first delivery, two pounds of fluid in her, born with meconium and needed sucking to breath. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of (B)(6) 2018: 148 lbs. Approximate weight at the time of essure placement: 123 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporter information, other relevant history, product information, concomitant drugs, new events mood swing, tooth loss, tooth pain, lower abdominal pain, groin, urge incontinence, nocturia, nerve damage.were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital injury ("fallopian tubes were damaged") in an adult female patient who had essure (batch no. 664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009, tubal ligation, meconium stain (needed sucking to breath), hepatitis c, hepatic disease, chlamydial infection, acid reflux (oesophageal), rheumatoid arthritis, cervical dysplasia, urge incontinence, cystitis interstitial, chronic lumbago and esophageal ulcer. Concurrent conditions included allergic reaction to analgesics (with second child), chronic bronchitis, back muscle spasms, cystitis interstitial and microscopic hematuria. Concomitant products included cetirizine hydrochloride (cetirizin) since 2017, cyclobenzaprine from 2014 to 2017, ibuprofen since 2011, imipramine from 2014 to 2017, medroxyprogesterone (depo provera), meloxicam since 2011, montelukast since february 2017 and vicodin (hydrocodone w/acetaminophen) since 2011. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea"). In march 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain / loss"). In june 2010, the patient experienced hormone level abnormal ("hormonal changes") and mood swings ("mood swing"). In 2010, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"), nerve injury ("nerve damage") and urticaria ("allergic or hypersensitivity reaction type / rashes or skin conditions type: hives"). In september 2010, the patient experienced alopecia ("hair loss"). In 2014, the patient experienced rheumatoid arthritis ("rheumatoid arthritis"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), urge incontinence ("urge incontinence"), nocturia ("nocturia") and cystitis interstitial ("interstitis cystitis"). On an unknown date, the patient experienced genital injury (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), skin disorder ("rashes or skin conditions type"), nausea ("nausea"), tooth disorder ("dental problems / several problem"), nervous system disorder ("neurological conditions or problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight decreased ("weight gain / loss"), haematuria ("large amount of blood in her urine"), tooth loss ("tooth loss"), toothache ("tooth pain"), abdominal pain lower ("pain lower abdomen") and groin pain ("groin pain"). The patient was treated with surgery (surgical removal of coil(s) - bilateral salpingectomy). Essure was removed on 18-dec-2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, haematuria and fibromyalgia had not resolved and the genital injury, mood swings, tooth loss, toothache, abdominal pain lower, groin pain, urge incontinence, nocturia, nerve injury and urticaria outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, bladder disorder, cystitis, cystitis interstitial, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, genital injury, groin pain, haematuria, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, mood swings, nausea, nerve injury, nervous system disorder, nocturia, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, tooth loss, toothache, urge incontinence, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had nondilation for first delivery, two pounds of fluid in her, born with meconium and needed sucking to breath. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of 27-feb-2018: 148 lbs. Approximate weight at the time of essure placement: 123 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Event added are as follows- rashes or skin conditions type: hives, cystitis interstitial and fallopian tubes were damaged. Events onset date and severity added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664658,664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009) and tubal ligation. Concurrent conditions included allergic reaction to analgesics (with second child). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), rheumatoid arthritis ("rheumatoid arthritis"), rash ("rashes or skin"), skin disorder ("rashes or skin"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss"), weight decreased ("weight gain / loss"), alopecia ("hair loss") and haematuria ("large amount of blood in her urine"). The patient was treated with surgery (surgical removal of coil(s) - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia and haematuria outcome was unknown. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, haematuria, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had nondilation for first delivery, two pounds of fluid in her, born with meconium and needed sucking to breath. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of 27-feb-2018: 148 lbs. Approximate weight at the time of essure placement: 123 lbs. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, blood urine present were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. 664658,664658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births: (B)(6) 2008 and (B)(6) 2009, tubal ligation, meconium stain (needed sucking to breath), hepatitis c, hepatic disease, chlamydial infection, acid reflux (oesophageal), rheumatoid arthritis, cervical dysplasia, urge incontinence, cystitis interstitial, chronic lumbago and esophageal ulcer. Concurrent conditions included allergic reaction to analgesics (with second child). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), hypersensitivity ("allergic or hypersensitivity reaction"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), infection ("infection"), rheumatoid arthritis ("rheumatoid arthritis"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), tooth disorder ("dental problems"), nervous system disorder ("neurological conditions or problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss"), weight decreased ("weight gain / loss"), alopecia ("hair loss"), haematuria ("large amount of blood in her urine") and fibromyalgia ("other injury(ies) or complication (s) please describe: fibromyalgia"). The patient was treated with surgery (surgical removal of coil(s) - bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, hormone level abnormal, vaginal haemorrhage, menorrhagia, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, infection, rheumatoid arthritis, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, nervous system disorder, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, weight decreased, alopecia, haematuria and fibromyalgia had not resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fibromyalgia, haematuria, headache, hormone level abnormal, hypersensitivity, infection, menorrhagia, migraine, nausea, nervous system disorder, pelvic pain, rash, rheumatoid arthritis, skin disorder, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: patient had nondilation for first delivery, two pounds of fluid in her, born with meconium and needed sucking to breath. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Current weight as of 27-feb-2018: 148 lbs. Approximate weight at the time of essure placement: 123 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: event fibromyalgia, did not done essure confirmation test were added. Relevant lab data added. Event outcome updated to not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.